Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture found in the pump and a battery compartment leak was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and moisture ingress. This report is made based on results of investigation completed on 17-oct-2018.